Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a nurse found black foreign matter on the tip of a bd discardit ii¿ 20 ml syringe with needle before use. There was no report of serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: we have been provided with the affected sample. After the evaluation of the returned sample, we confirmed the reported issue, and identified the foreign matter as embedded contamination in the tip of the syringe. Bhr review: we have reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qn nor ncmr's. Syringes were packed in machine nº2011 (october 3 - 5th, 2017). Investigation conclusion: the returned sample presented embedded contamination in the tip of the syringe. We confirmed the reported issue. Root cause analysis: the embedded particles defect was produced in the screw of the injection molding machine. Due to the high working temperatures (about 300ºc), some particles of plastic and rest of oil from the polyethylene can remain stuck on the internal walls of the mold and get burnt. During normal production some particle may be detached from the screw being injected and remain embedded in the molded piece. This issue was found during production of barrel lot #7269127. The size of the reported particle could not be identified by the operator during the segregation process. This is a cosmetic defect which has no risk to the patient because the plastic piece is embedded in the tip without possibility of being detached from it.